Event description:
The customer alleged the ventilator did not signal an audible alarm condition during a pt disconnect, although the visual alarm was present. The mallinckrodt customer support engineer (cse) inspected the device, although he was unable to duplicate the reported event, he replaced the power switch and audio alarm assemblies. The unit passed extended self testing. It is not verified that the ventilator malfunctioned in such a way as not to alert the hosp staff audibly, subsequently no malfunction may have occurred. This report is not an admission by mallinckrodt that the device caused or contributed to the event alleged in this report.